Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 300 (mg/dl) for 2 days. Customer administered insulin injections to address bg levels. Reportedly, customer slept on the infusion set tubing during the evening of (B)(6) 2016, and believed that it may have prevented insulin delivery for some time; however, customer did not receive any occlusion alarms. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended, and customer was able to change infusion set during the call. Customer indicated that they will continue to monitor bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.